Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. The insulin pump was unable to verify button anomaly due to bleeding and cracked lcd glass. However, inspected connector on lcd and no unlock keypad connector.

Event description:
The customer reported via phone call that she slipped down some steps and the pump got hit. Customer reported that she was on a back-up plan at this time. Customer stated that the clip snapped when she fell and she can't find the holster. Customer thinks that it got tossed out. Customer's blood glucose was 193 mg/dl. Customer stated that there were cracks all around the body and the buttons were not working on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.